Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the end of stylet fell off and was left inside the patient. Approximately 1.2cm of the wire broke off of the end. The entire piece that broke off was retained in the patient, the team decided to not attempt retrieval of the wire. Imaging was taken. No signs or symptoms reported as a result of retained wire, but potential for future negative outcome exists if the wire becomes dislodged. No other information was provided.